Event description:
It was reported that, the hospital called and stated that two boxes of cement were damaged. Hospital will dispose of product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded by hospital. If additional info becomes available, it will be submitted in a supplemental report.